Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t wave oversensing was suspected to be occurring on the right atrial (ra) lead causing a mode switch. The ra lead has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.